Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry.

Event description:
It was reported that the markers on the electrograms were misaligned. This is likely due to a loss of telemetry. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.